Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The battery appears to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The voltage is too low for projected remaining capacity seen in the field was due to a normally depleted battery. Higher pacing settings were using earlier in the device operation. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The battery appears to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. No additional adverse patient effects were reported.